Event description:
It was reported that during a routine follow-up, the thresholds of this right ventricular (rv) lead increased. It was noted that the r-wave and pace impedance parameters were within normal range. After all the troubleshooting to find out the exact cause, it was decided to do further examination under fluoroscopy for the lead positions. The post examinations realized that the helix mechanism had self-retracted. This lead currently remains implanted and in service. No adverse patient effects were reported. Additional information: despite multiple attempts to gather further details about this event, there has been no response from the field. If more information becomes available, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, the thresholds of this right ventricular (rv) lead increased. It was noted that the r-wave and pace impedance parameters were within normal range. After all the troubleshooting to find out the exact cause, it was decided to do further examination under fluoroscopy for the lead positions. The post examinations realized that the helix mechanism had self-retracted. This lead currently remains implanted and in service. No adverse patient effects were reported.